Event description:
It was reported that during a follow up in may 2019 and january 2020 all checks were normal and the battery estimation was four years. The patient attended the emergency room due to palpitations, and when the device was interrogated it was found in safety mode with high pacing outputs. Premature battery depletion was alleged. The device was explanted and will be returned. No additional adverse patient effects were reported.

Event description:
It was reported that during a follow up in (B)(4)2019 and (B)(4)2020 all checks were normal and the battery estimation was four years. The patient attended the emergency room due to palpitations, and when the device was interrogated it was found in safety mode with high pacing outputs. Premature battery depletion was alleged. The device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the header of the device was firmly attached to the device casing and visual inspection noted no irregularities. The device appeared to be in safety mode. The device case was opened and an external battery power source was attached which showed normal current drain. The device was sent for additional analysis due to the battery analysis showing a high internal resistance. Additional analysis confirmed evidence of increase battery impedance causing a power supply brownout and power on resets.